Manufacturer narrative:
The incident has been reported to manufacturer on 06/26/08. Results of analysis will be developed in a follow-up report.

Event description:
A valve was implanted in ventriculo-peritoneal. After the implantation, the doctor has noted an obstruction of the shunt. The valve was explanted. The doctor requests to check the valve.